Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". "Contraindications: the invisalign system is contraindicated for use in patients with active periodontal disease." Align's clinical review of available records indicate that tooth #9 had vertical bone loss on both mesial and distal surfaces that reach the middle to apical third of the root and teeth #24 and #25 had mild horizontal bone loss. The patient required tooth extractions (permanent impairment of body structures), and the invisalign system aligners were being used, and therefore this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extractions, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient's teeth #9, #24 and #25 had mobility grade ii during the treatment and had to be extracted. No additional information is available at this time.